Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation of the filter, stenosis and the resultant symptoms. The patient reported becoming aware of a two-degree filter tilt, perforation of all six filter struts through the ivc, approximately eleven years and four months post implant. The patient reports anxiety related to the filter. The indication for the filter placement was prevention of a pulmonary embolus as the patient had multiple orthopedic surgeries and was going to be immobilized. The filter was placed via the right common femoral vein and deployed just below the left renal vein, fully expanded with no tilt. A completion venogram showed no extravasation of dye. The patient was extubated and taken to the recovery room in good condition. Approximately eleven years and three months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) for evaluation of the ivc filter. The scan noted a two-degree filter tilt was demonstrated. The inferior vena cava filter tip is demonstrated within 2cm of the lowest renal vein which appears on the right in this case. Strut penetration was demonstrated of all six of struts without definitive involvement of adjacent viscera. The inferior vena cava appeared very small in caliber along the caudal aspect. Stenosis should be considered. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused physical and emotional damages to the patient, including, but not limited to, tilting and perforation of the filter, stenosis and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the ivc filter was indicated for prevention of a pulmonary embolus as the patient had multiple orthopedic surgeries and was going to be immobilized. Percutaneous access was achieved on the right common femoral vein. Using fluoroscopy into the inferior vena cava, the optease filter was advanced to the l4 level. A venogram was obtained showing the diameter of the vena cava to be approximately 2.5cm. The optease filter was deployed just below the left renal vein, fully expanded with no tilt. A completion venogram showed no extravasation of dye. The patient was extubated and taken to the recovery room in good condition. An optease ivc filter was used for the index procedure according to the hospital charges. Approximately eleven years and three months after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan indicated for ivc filter evaluation. As per the CT report findings, a two-degree filter tilt was demonstrated. The cephalad apex appeared directed along the ventral surface of the ivc. The caudal aspect appeared along the dorsal aspect of the ivc. The inferior vena cava filter tip is demonstrated within 2cm of the lowest renal vein which appears on the right in this case. The vena cava filter is comprised of six main struts, and strut penetration was demonstrated of all six of struts without definitive involvement of adjacent viscera. Flattening of the expected convex to be demonstrated along the dorsal aspect of the ivc filter adjacent to the spine. The inferior vena cava appeared very small in caliber along the caudal aspect. Stenosis should be considered. Dilatation of the bilateral ovarian veins was noted. Additional findings included a staghorn calculus of the right kidney with calcifications of the left kidney and mild hydronephrosis. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and four months post implantation of an optease filter. The patient reports a two-degree filter tilt, perforation of all six filter struts through the ivc and anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with stenosis and perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused physical and emotional damages to the patient, including, but not limited to, tilting and perforation of the filter, stenosis and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.